Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced some discomfort at the ipg site following some weight gain. As a result, surgical intervention may be undertaken in the future.